Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Check result of the picture was consistent to reported information. The product was not returned. No abnormalities were found in production and inspection records of the product (serial no.: (B)(6); model: py-60ad). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot (tyeb-60-03). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in china. Damaged haptic after implantation. Trailing; tip; broken haptic during use. Update on nov 20: based on the initial report from the hospital, the haptic was damaged after implantation. During the procedure, while the iol was being implanted, one haptic was successfully fixed. However, as the injector was pushing the iol into the eye, the optical portion had already been inserted into the eye when the other haptic folded and fractured at the 2/3 mark. This caused the optical portion and one haptic to become suspended inside the eye. The iol was then removed from the vitreous cavity and brought to the anterior chamber, where the other haptic was extracted through the clear corneal incision. The remaining length of the haptic was assessed, and it was determined to be sufficient for suturing. Adhering to the principles of patient safety and optimal surgical outcomes, the decision was made not to enlarge the incision to remove the iol. The remaining haptic was trimmed, and the suture was secured to it before reinserting it into the posterior chamber.postoperatively, the iol was well-centered, without any tilt, decentration, or surgical complications. Problem code: a0414 - material split, cut or torn.